Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received ongoing high blood glucose (bg) levels (160-200 mg/dl). The customer changed the infusion set and delivered a bolus to lower the bg level. The customer thought that the high bg was due to the infusion sets. As the customer was not experiencing a high bg at the time tandem technical support was contacted, troubleshooting to confirm if the infusion set was the cause of the high bgs was unable to be performed.